Manufacturer narrative:
4.5mm va-lcp curved condylar plate/16 hole/336mm/right (part# 02.124.416, lot# 3l38961, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the threads in the first hole (bp-5) from the proximal end of the device got stripped. The surface of the device shows minor scratches which would not contribute to the complaint condition. The complaint is being confirmed for 4.5mm va-lcp curved condylar plate/16 hole/336mm/right (part# 02.124.416, lot# 3l38961). While a definitive root cause could not be identified for the stripped hole, it is possible that the threads in the hole of the plate might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot, part: 02.124.416. Lot: 3l38961. Manufacturing site: mezzovico. Release to warehouse date: 07.february 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the aiming arm was placed on the condylar plate and stripped the hole. The arm would not stay attached. No further information provided. This is report 1 of 1 for (B)(4). This complaint involves one (1) device.